Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunctions were verified. Functional testing was performed and no failure was identified related to the reported elevated blood glucose.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. In addition, the pump battery dropped from 80% to 5% while connected to a power source. The customer's blood glucose level was not impacted by the battery issues. Reportedly the customer has manual injections as alternate insulin therapy. In addition, the customer¿s blood glucose (bg) level was 259 (mg/dl) due to recently eating a snack. The customer stated the elevated bg level was not due to the pump or pump supplies. A correction bolus via the pump was delivered to address bg level.